Event description:
It was reported to g.e. That the bucky tray pulled out out of the bucky because the stops had failed on the bucky. Apparently, this resulted in the tray landing on the toe of the service engineer, which was then fractured. Evidently, the metal tab on the bucky assembly had broken off. The injury resulted in lost work days by the service engineer.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem, other. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.